Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported high sensor readings, but had symptoms of hypoglycemia described as "tingling in the mouth", weakness, loss of balance, and subsequently a loss of consciousness. Paramedics were called and the customer was given sugar as treatment. The customer was transferred to hospital and a healthcare meter result of 60 mg/dl was reported compared to a sensor reading of 120 mg/dl, but it was not report if further treatment was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.